Manufacturer narrative:
Supplemental #1: this report should have been marked as a correction as the additional information received was received on (B)(6) 2023 which was before initial report submission on (B)(6) 2023. F7: follow-up should have been checked. Supplemental #2: h2: device evaluation should have been checked.

Event description:
Product analysis was completed for the returned generator and lead. Product analysis for the generator found that the generator would not interrogate due to being at end of service battery life. Other than the no communication due to battery depletion, the device performed according to functional specifications. Product analysis for the leas found that no discontinuities were identified. Although a puncture was observed on outer tubing, it was in an area which is backfilled with silicone adhesive, leaving no path for fluid ingress. In addition, no abraded openings were observed on the returned lead portion. Body fluids were observed in inner and outer tubing, however, fluid ingress likely occurred due to the cut end of returned portion. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No other relevant information has been received to date.

Event description:
Generator and lead were received for product analysis, though analysis has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During a battery replacement, high lead impedance was seen on a new device. Test resistor was used and showed good impedance. Pre-op diagnostics were unavailable as device was completely dead. It was stated that the wire looked black on inside. Pin reinsertion was attempted multiple times and still high impedance was observed. Lead was replaced and high impedance resolved. Explanted devices have not been received to date. No other relevant information has been received to date.